Event description:
During an endo-vascular procedure to evaluate the pt's arterio-venous fistula due to swelling of the right upper extremity, a 12x4 gladiator balloon was introduced to angioplasty in the pt's existing stent. It was noted via x-ray that the balloon ruptured in the stent. The balloon was deflated with the intent to remove it, however once the balloon reached the sheath, it became separated from the shaft of the catheter. After several unsuccessful attempts to remove the remaining balloon from the access, the surgeon decided it would be best to ligate the fistula in order to prevent the balloon from traveling and transfer the pt to the hospital for surgical procedure in the operating room. Surgeon was able to complete removal in the operating room and successfully reestablish flow to the access. The pt was readmitted to the hospital 8 days later complaining of pain to the arm and the access was permanently ligated. Physician tool photograph of the portion of the balloon which he removed which showed rupture of the balloon and clean detachment from shaft. Upon reporting to the local rep he suggested the doctor inflate similar balloon to try to recreate needed to separate the balloon portion from the rest of the catheter was much greater than the amount of pressure applied to the balloon in question.